Event description:
It was reported that the iab was inserted using an introducer sheath, and then connected to the pump. The iab/iabp were zeroed, and the pressure waveform was obtained. However it immediately spiked to "350" and then flatlined. As a result of this, the entire assembly was removed and replaced. There were no pt complications.